Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment. The pt reported that their arm was sore and swollen. Air was observed in the lines while preparing for rinseback. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the failure of the pt to perform rinseback due to air in the lines. Facility staff attributed the alarms and air in lines to an infiltration of the pt's needles. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff reviewed cannulation technique with the pt and operator. Nxstage medical considers this report closed. No add'l info will be provided.